Event description:
It was initially reported that the treating physician performed a system diagnostic and for unknown reasons, it could not be completed. He attempted to do another system diagnostic performed as expected, which completed the diagnostics. When the patient was interrogated by the company representative, the patient's settings were shown to be at the systems diagnostic settings. Good faith attempts to obtain additional information have been unsuccessful to date. Programming information has been requested and is expected to be sent to manufacturer for review.